Event description:
It was reported that, "the arthroplasty was revised due to infection. The femoral, tibial and patellar components were revised. The components were implanted in situ for 0.6y. The pt presented a score of 4 three months prior to revision surgery and a maximum score of 7 since implantation."

Manufacturer narrative:
Neither the device nor additional info is available from the research facility. Cat # 7115-0009, lot # a45mkd, description: series 7000 standard tibia. Cat # 84-440x, lot# unk, description: femoral component. Cat # unk, lot # unk, description: patellar component. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.